Event description:
A case of peritonitis was discovered after reviewing a patient's medical records.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.